Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the nozzle. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU (instruction for use). However, physical damage was observed at the locations where the foreign material was found (residue point). Hence, the root cause could not be identified, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle having foreign objects. There were no reports of patient involvement.